Event description:
Related to MFR report # 2183959-2012-00574. Related to MFR report # 2183959-2012-00576. On (B)(6) 2009, an elevate posterior system with intepro lite was implanted. After, on (B)(6) 2010, the pt was diagnosed with stress urinary incontinence, dyspareunia, graft erosion/foreign body in vagina and vaginal adhesions thought to be related to the prior surgery on (B)(6) 2009. The procedures performed during surgery on (B)(6) 2010, were: an elevate graft revision, vaginal adhesion release, wound revision with skin advancement flap, suburethral sling placement and a cystoscopy. It was reported that, "as a result of having the products" implanted in her, she has experienced significant mental and physical pain and suffering, has sustained permanent injury, and physical deformity, has undergone and will undergo corrective surgery, and has suffered personal injuries and emotional distress.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.